Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced dissatisfaction and was unable to comfortably use the device. The pump was upside down. The pump was explanted and replaced. No patient complications reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.